Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. The customer's blood glucose was 111 mg/dl. Reportedly, the customer slid the cartridge back onto the pump and received a valid minimum fill notification. The customer loaded a new cartridge successfully and resumed insulin delivery.